Event description:
On (B)(6) 2016 it was reported that the patient underwent prophylactic generator replacement on (B)(6) 2016. The explanted generator was discarded by the facility and therefore cannot be returned for product analysis.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient was seen in (B)(6) to have her vns checked and it was not at end of service during that visit. She has had three recent seizures and when using the magnet, she says it doesn't feel as strong or as effective. The patient wonders if it is now end of service. The patient is concerned as her seizure pattern is normally not like this.

Manufacturer narrative:
Inadvertently did not include serious injury on initial MDR.